Event description:
The patient experienced a respiratory arrest approximately thirty minutes into the dialysis treatment. The treatment was terminated and the blood in the circuit was returned to the patient. Cardiopulmonary resuscitation was initiated while the dialysis treatment was being ended. The resuscitation efforts were successful and the patient was transferred to the ICU. Twenty-four hours later, at the family's request, further treatment was withdrawn and the patient expired shortly thereafter. The physician caring for the patient does not believe that any of the gambro devices caused or contributed to the patient's death. The phoenix machine was inspected by a gambro service technician after the reported event and was found to be operating according to specifications. The disposable devices were discarded and will not be returned to gambro.

Manufacturer narrative:
The lot number of the dialyzer involved in the event was not provided. Actual dialyzer involved in the event was discarded and could not be evaluated. Therefore, no testing method performed. No results available since no evaluation was performed.